Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The customer provided a plot (possible lot number) 14027149 (exp date 01-may-2029, mfg date 01-may-2024).

Event description:
The complaint/event involved a spinning spiros® closed male luer, red cap. The customer reported that the spiros cap detached from a 50ml syringe of nivolumab after they attached the tubing and primed the line, before infusion. The pharmacy technician confirmed that they heard the click when attaching the spiros cap during preparation and had no issues with compounding. There was no patient harm but there was a delay in therapy for a few hours because they needed to re-prepare the dose for the patient.

Manufacturer narrative:
Received one used ch2000s-c spinning spiros connected to the male luer of an extension set and one used ch-2000s-c spinning spiros connected to the microclave. As received, the spin feature on the used spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. One of the samples was separated on the female luer. The mating device for the separated spiros was not returned for inspection. The spiros was functionally tested and met product specifications. The reported complaint of a separation can be confirmed on one of the used samples. The probable cause is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 24jul2024. The customer identified a possible lot number (plot) of 14027149 (expiry date 05/01/2029, MFR date 05/01/2024).